Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was 5.6 mmol/l at the time of incident. Caller stated that the insulin pump is making a high pitched noise and the buttons were unresponsive. Caller also mentioned that the insulin pump display was blank. No significant events leading to the issues were observed. Caller reported that new battery did not resolve the issue and the display remained blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify un response button due to blank display. Moisture damage keypad traces during visual inspection.